Event description:
It was reported that a pump was programmed to deliver cytarabine over 24 hours, however, it was observed that the entire medication was delivered in 22 hours (programmed amount and delivery rate unk). The customer stated that the facility is attempting to prevent future occurrences by verifying the correct volume when filling IV containers. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.